Event description:
Un-reporting right rupture, rupture confirmed to be on left side by hcp.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a right-side rupture. The device remains implanted.